Event description:
The user facility reported that when a steris service technician was onsite servicing the sterilizer and was running a test cycle, a large amount of steam emitted from the drain funnel area at the bottom of the sterilizer. The steam rose to the ceiling and activated the fire alarm sensor located a few feet from the sterilizer. The fire alarm was activated, the fire department was dispatched to the user facility and the building was evacuated. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found water in the s1 air-in trap and the mounting hub on the floor. The technician re-assembled the trap and re-installed the mounting hub. The technician ran several cycles subsequent to the event and was unable to duplicate steam emitting from the unit. The sterilizer has remained in service and no further issues have been reported with the equipment. Steris engineering and the technician have confirmed that the trap, mounting hub and door cable would not cause steam to emit from the drain funnel. Engineering analysis concluded that the event was caused by temporary water loss during the first phase of a cycle as the chamber is purged by pushing steam and cooling water into the chamber. The temporary water loss prevented the cooling water from dissipating the steam in the chamber. The technician had removed panels for servicing purposes which allowed the steam to exit the drain funnel area of the sterilizer. This event is considered to be isolated.